Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported rupture cannot be determined.

Event description:
It was reported that during pre-dilatation of a mildly tortuous, mildly calcified, eccentric, 99% stenosed right coronary artery lesion with a 2.0 x 20 mm voyager, the balloon ruptured during the first inflation to 6 atmospheres (atm). The device was removed and a pinhole was noted in the balloon. A non-abbott balloon was used for pre-dilatation to complete the procedure. There was no reported adverse patient effect. No additional information was provided.